Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that that pump time would intermittently be off by 30 minutes. The customer's blood glucose level would be in the 300 (mg/dl) range. The customer would continue to use the pump for insulin therapy.